Event description:
It was reported that or time was extended more than 30 minutes.

Manufacturer narrative:
All critical interlocking dimensions were checked using standard operator self-inspection instruments. Visual observation found deformation in the poly likely due to insertion attempt on one spot on the locking area. The ID has minor scratches on the articulating surface and the 20 degree over hang due to insertion. The od has scratches on the spherical radius due to insertion. There is no evidence to support that this liner is out of spec.